Event description:
Customer reported the system will not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and troubleshooting of the "not saving images" problem continues.